Manufacturer narrative:
The lead was capped and surgically abandoned. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited an increase in pacing impedance measurements, including measurements greater than 2000 ohms. Intermittent capture was also observed. An invasive procedure was performed. The lead was capped and replaced. No adverse patient effects were reported.